Manufacturer narrative:
As reported, on may 24th 2017, a detail testing report analysis from the FDA was received by cordis cardinal health. The report contained detailed testing information from 20 samples that were randomly inspected at the cordis cardinal health warehouse located on (B)(4). These samples were from the catalog part number 538-420 infiniti 4, and they were extracted from the lot number 17657691, this lot was manufactured on march 17th 2017. According to the FDA¿s testing report analysis, labeled as sample number 1006595, the results of the inspections stated ¿sampled fail to conform to the manufacturer specification as tested¿. The findings on the testing report were: three samples out of twenty were found to have visual defects. Per FDA's testing report analysis 4, 9, and 15 showed contamination in unopened pouch. Two samples out of twenty were found to have dimensional defect. Per the FDA's testing report analysis, sample 6 and 14 showed dimensional failure on the inside diameter of the catheter. Zero samples out of ten were found to have functional defects. The type or size of the contamination is not known and the pouch was not compromised. (B)(4): the products were not returned for analysis. A file with pictures of complaint products were received attached to the complaint electronic file. Per visual analysis of received pictures for complaint units identified as ¿sub 4¿ (B)(4), ¿sub 9¿ (B)(4), and ¿sub 15¿ (B)(4) contamination was observed on the inner pouch of the units. However, as the contaminants could not be measured, it is unknown if it was within specification. A device history record (DHR) review of lot 17657691 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. As additional investigation, the engineering test report reported that the infiniti 6 lot 17656387 in relation to visual inspection of loose and embedded contamination met the acceptance criteria per applicable documents. (B)(4): the products were not returned for analysis. A file with pictures of complaint product was received attached to the complaint electronic file. However, per visual analysis of received pictures, no pictures of sub 6 (B)(4) and sub 14 (B)(4) were received (damaged units according to infiniti 4 memo sample number). A device history record (DHR) review of lot 17657691 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box foreign material in sterile package¿ was confirmed through picture analysis since contamination was observed in the sterile pouch of complaint units identified as ¿sub 4,¿ ¿sub 9,¿ and ¿sub 15.¿ however, it is unknown if it was within specification since the contaminants could not be measured with product return. The exact cause of the failure could not be conclusively determined during picture analysis. The reported ¿catheter (body/shaft) damaged¿ could not be confirmed as the device was not returned and pictures of these products were not provided. The exact cause of this issue could not be determined. Based on the limited information available for review, it is not possible to determine the contributing factors for this foreign material and damages reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ based on the picture analysis and DHR review, even with the contamination observed on the received pictures, it is not possible to determine if the samples are not meeting manufacturer's specification since the contaminants could not be measured and determined whether it was within specification. However, a risk assessment and investigation was initiated to address this issue.

Manufacturer narrative:
The sections have been updated accordingly: as reported, on may 24th 2017, a detail testing report analysis from the FDA was received by cordis cardinal health. The report contained detailed testing information from 20 samples that were randomly inspected at the cordis cardinal health warehouse located on (B)(4). These samples were from the catalog part number 538-420 infiniti 4, and they were extracted from the lot number 17657691, this lot was manufactured on (B)(4) 2017. According to the FDA¿s testing report analysis, labeled as sample number 1006595, the results of the inspections stated ¿sampled fail to conform to the manufacturer specification as tested¿. The findings on the testing report were: three samples out of twenty were found to have visual defects. Per FDA's testing report analysis 4, 9, and 15 showed contamination in unopened pouch. Two samples out of twenty were found to have dimensional defect. Per the FDA's testing report analysis, sample 6 and 14 showed dimensional failure on the inside diameter of the catheter. Zero samples out of ten were found to have functional defects. The type or size of the contamination is not known and the pouch was not compromised. Case-2017-00013066-1, case-2017-00013066-3, and case-2017-00013066-4: the products were not returned for analysis. A file with pictures of complaint products were received attached to the complaint electronic file. Per visual analysis of received pictures for complaint units identified as ¿sub 4¿ (case-2017-00013066-1), ¿sub 9¿ (case-2017-00013066-3), and ¿sub 15¿ (case-2017-00013066-4) contamination was observed on the inner pouch of the units. A device history record (DHR) review of lot 17657691 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. As additional investigation, the engineering test report reported that the infiniti 6 lot 17656387 in relation to visual inspection of loose and embedded contamination met the acceptance criteria per applicable documents. Case-2017-00013066-2 and case-2017-00013066-5: the products were not returned for analysis. A file with pictures of complaint product was received attached to the complaint electronic file. However, per visual analysis of received pictures, no pictures of sub 6 (case-2017-00013066-2) and sub 14 (case-2017-00013066-5) were received (damaged units according to infiniti 4 memo sample number).a device history record (DHR) review of lot 17657691 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box foreign material in sterile package¿ was confirmed through picture analysis since contamination was observed in the sterile pouch of complaint units identified as ¿sub 4,¿ ¿sub 9,¿ and ¿sub 15.¿ however, the exact cause of the failure could not be conclusively determined during picture analysis. The reported ¿catheter (body/shaft) damaged¿ could not be confirmed as the device was not returned and pictures of these products were not provided. The exact cause of this issue could not be determined. Based on the limited information available for review, it is not possible to determine the contributing factors for this foreign material and damages reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ based on the picture analysis and DHR review, even with the contamination observed on the received pictures, it is not possible to determine if the samples are not meeting manufacturer's specification since the contaminants could not be measured and determined whether it was within specification. However, an investigation was initiated to address this issue.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot # 17657691 presented no issues during the manufacturing process that can be related to the reported event.   (B)(4). This is three of three products involved with the reported event and the associated manufacturer report numbers are 9616099-2017-01183, 9616099-2017-01184.

Event description:
As reported, on may 24th 2017, a detail testing report analysis from the FDA was received by cordis cardinal health. The report contained detailed testing information from 20 samples that were randomly inspected at the cordis cardinal health warehouse located on (B)(4). These samples were from the catalog part number 538-420 infiniti 4, and they were extracted from the lot number 17657691, this lot was manufactured on march 17th 2017. According to the FDA¿s testing report analysis, labeled as sample number (B)(6), the results of the inspections stated ¿sampled fail to conform to the manufacturer specification as tested¿. The findings on the testing report were: three samples out of twenty were found to have visual defects.  Per FDA's testing report analysis 4,9, and 15 showed contamination in unopened pouch. Two samples out of  twenty were found to have dimensional defect.  Per the FDA's testing report analysis, sample 6 and 14 showed dimensional failure on the inside diameter of the catheter. Zero samples out of ten were found to have functional defects.